Event description:
Patient was scheduled in special procedures with doctor for right lower extremity angiogram with intervention prior to patient having surgery at later time. Doctor used multiple guidewires to cross the lesions in the right lower extremity including the v-14 (.014) 300cm guidewire. Per doctor¿s statement, the wire "appeared to be curled up on itself" and the v-14 guidewire tip dislodged into patient¿s right lower extremity vessel. Doctor used an amplatz gooseneck microsnare to retrieve the dislodged guidewire tip successfully. After the wire tip was retrieved, the procedure was aborted. Currently, all v-14 guidewires have been removed from special procedures department and boston scientific has been notified. I do not have the v-14 guidewire from the procedure. It had already been discarded when I was made aware of incident. The lot number and expiration dates are recorded in the patient's chart. Lot# 27788117, exp. 08/05/2023 and lot# 28075774, exp. 09/23/2023.